Event description:
The wife of patient contacted lifecor customer support to report that her husband had passed away. She stated that the system alarmed, and by the time she got to him, he was dead. She called the paramedics, and they removed the device when they got there. The electrode belt was lost.

Manufacturer narrative:
Evaluation summary: see attached ECG recording of the event.